Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing discomfort and the implantable pulse generator (ipg) was no longer taking a charge. The patient underwent ipg revision and was doing well postoperatively. Explanted device was not returned.